Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the device was permanently damaged due to overdischarge. The lead was not returned for analysis. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). The implantable neurostimulator was returned for analysis. The lead was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implant had been dead for two years and wasn't working. The reporter was inquiring about recovering the battery and if it was worthwhile. It was noted that the patient had lost the patient programmer and recharger. It was further reported that the health care professional ¿did not believe the lead was in the correct location and that was why the patient stopped using the device.¿ it was noted that the patient would be referred to the health care professional to confirm placement. It was noted that the patient had not attempted to turn on the unit for two years. The patient stated that she would like the unit restarted to see if she could receive relief from new pain in both knees.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.